Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced chest pain. This right ventricular (rv) lead exhibited high pacing thresholds and was repositioned. During repositioning the lead helix exhibited extension issues. No additional adverse patient effects were reported.